Event description:
Subsequent information was received that a save to disk was performed. As a result, analysis was performed. It was confirmed there was no indication from the reviewed data that the device was ever in safety mode. There were no abnormal faults or resets. The device appeared to be operating as designed and programmed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation the device noted it was in safety mode and another error code. The session was ended. The device was reinterrogated and there were no error messages. All device operations appeared appropriate. Boston scientific technical services (ts) requested a save to disk. As the patient had already been sent home, a save to disk was not performed. No adverse patient effects were reported.